Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer issue. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the rails were bad when pulled the drawer. Shut down the station and removed the drawer and replaced both universal rails with a full height drawer. Installed the drawer back on the new rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.